Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This pacemaker patient was reportedly hospitalized for pneumonia and also developed a lung infection. The patient became asystolic and syncopal, thus chest compressions were performed. An EKG allegedly indicated no evidence of pacing. Interrogation of the device revealed that the right ventricular (rv) lead automatic capture was 2.2 volts. A manual threshold test returned results of 1.7 volts and 1.8 volts, consistent with rv automatic threshold (rvat) trending. Boston scientific technical services (ts) noted that there may have been noise on the rv lead leading to pacing inhibition; however, there were no noise events recorded in the logbook. Alternatively, the ts consultant discussed that the patient may have experienced asystole with no response to a pacing stimulation event in a suspended output state. A copy of the device's memory was submitted for engineering review to determine if rvat was operating in retry during the syncopal event. Engineers determined that a successful rvat test was performed every 21 hours prior to the syncopal event. The last rvat test was performed 80 minutes before the syncopal event. Thirty minutes after the syncopal event, the device recorded a pacemaker-mediated tachycardia (pmt) event. During the pmt episode, the rv egm showed rv pacing with capture. Two hours after the syncopal episode, the device performed another rvat test. Since this test occurred only two hours after the previous test, the rv automatic capture feature likely lost capture and entered a suspended state. Based on the available data, engineers could not determine exactly when the device entered a suspended state, but it would have been prior to this recorded test, either shortly before or after the patient experienced syncope. The threshold had been consistently 1.6-1.7 volts; however, the threshold measurement increased to 2.3 volts 35 minutes post-syncopal episode. It is unknown if the stress of the syncopal episodes caused the threshold to change or if medication may have been administered, contributing to the observed change. The threshold measurements returned to normal the next day. Engineers confirmed that there were no faults recorded in the device memory or other diagnostic data indicative of abnormal device function.